Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference: 2017865-2018-11065. Post-implant, loss of capture was observed on the right ventricular lead and lead dislodgement was confirmed. During the revision procedure, the lead was unable to be removed from the device due to an issue with the set screw. The physician elected to replace the device and the rv lead and the patient was in stable condition.